Event description:
When the nurse was cleaning the exit site after insertion, she noticed a piece of the peel apart introducer was missing, & thought it might still be in the pt. An xray was done, but the piece was not seen.